Event description:
It was reported that "we were doing a revision on a pt who had a l3 - s1 fusion done in 2003. The hardware in there was xia 2. We extended the fusion up 1 level. When we were placing the new rod in the old xia 2 screws, there was some difficulty with the heads of the old xia 2 screws being cold welded. The dr was using the corkscrew persuader to seat the rod into place and it pulled the head off of a xia 2 7.5 mm screw. The tulip head was cold welded."

Manufacturer narrative:
Method: visual insp, mfg record review, complaint history analysis, and risk assessment. Results: visual insp: the tulip head was returned separated from the screw shaft and the material deformation noted on both tulip/bone-screw sphere is matching with a configuration where potential cantilever was applied between the tulip and the bone-screw. Mfg record review: no discrepancies noted. Complaint history analysis: the total number of records received for this specific issue on the xia ii design style was evaluated at 68 since (B)(4) 2004 til (B)(4) 2011. On previous cases, it was concluded that issues were most likely the fact of cantilever forces applied between the tulip and the bone-screw. Risk assessment: the surgery was completed successfully with no significant delay. Conclusion: this disassembly is not indicative or product deviation or performance loss and can be the fact of cantilever forces applied on a screw at max angulation and under high tightening torque facilitating the bone-screw passing through its tulip.